Event description:
Report 1 of 2: it was reported while using foreign matter was seen inside of 15 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed the presence of fm in the tube but did not show gel airbubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5225554, for the indicated failure mode: foreign matter -other. However, this complaint has not been confirmed for the lot 5225554, for the indicated failure mode: gel airbubbles-before use. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using foreign matter was seen inside of 15 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.